Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump was unable to prime during prime/compromised force sensor system test and alarmed motor error during basic occlusion test due to faulty fsr(gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery and motor error during bolus delivery. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated taht sometimes insulin will not come out and will be getting no delivery and then motor error. During troubleshoot for no delivery, the insulin exited the tubing. It was found that customer uses the sensor feature on the insulin pump. Advised the customer the cause of the alarm was due to viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.